Event description:
It was reported that bd unknown maxzero j leaked the following information was provided by the initial reporter: it was reported by the customer that the leur lock connection is not screwed on very tight, when used for blood draws the connection will leak blood under IV dressings. Verbatim: please send all follow up attemtps to ana.montes@bd.com icare 312161 ¿bd maxzero j loops for needleless IV connector. Having repeated issues with this j loop, if the leur lock connection is not screwed on very tight, when used for blood draws the connection will leak blood under IV dressings. When used for repeated labs, at times the connection will suck air into syringes, which is a break in the IV's seal and sterility, a potential site for infections. ¿ 1. Are you able to provide the date of event in format dd-mmm-yyyy?(B)(6) 2024 2. Are you able to provide the batch/lot number? Unknown 3. Was issue being described noted before, or during used? During 4. Was there any patient involvement? Yes 5. Any adverse events or serious injury reported to patient or healthcare professional? No 6. What was the patient outcome? Unknown 7. Was there any delay of, or change in, the course of treatment due to this event? No 8. What procedure was being performed? Administration of IV fluids and IV access maintenance 9. What medication was used in the procedure? N/a 10. Was there any medical intervention due to this event? No 11. Does a return shipping label need to be generated? If yes, kindly provide the sender¿s name and address. No sample note: no further information available.

Event description:
No additional information.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. See narrative below.